Manufacturer narrative:
Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided. Consumer has not returned the product.

Event description:
Consumer claims that after using a heating pad in bed she left the heating pad on and left the room. She is alleging that when she returned the heating pad was on fire and damaged her bedding. There were no injuries reported with this incident.

Manufacturer narrative:
Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided.

Event description:
Consumer claims that after using a heating pad in bed she left the heating pad on and left the room. She is alleging that when she returned the heating pad was on fire and damaged her bedding. There were no injuries reported with this incident.